Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event. The date of publication will be used: (B)(4) 2009, for reportability purposes. Reference search by the authors was performed through (B)(6) from 1992 up to may 2009. Describe event or problem: risk of lower limb ischemia, arterial stenosis and/or device entrapment in the femoral artery documented as total number of events/total number of patients observed with the use of the closure devices as follows: techstar/prostar xl/proglide 1/543. Risk of groin infection documented as total number of events/total number of patients observed with the use of the closure devices as follows: techstar/prostar xl/proglide 3/777. Risk of blood transfusion documented as total number of events/total number of patients observed with the use of the closure devices as follows: techstar/prostar xl/proglide 3/868, starclose 2/334. The analysis reported that the risk of blood transfusion was similar in the study groups; however, the use of vcds tended to be associated with an increased risk of surgery for vascular complications. The literature reported risk of arterial complications (unspecified) documented as total number of events/total number of patients observed with the use of the closure devices as follows: techstar/prostar xl/proglide 7/918, starclose 1/334. The author did not make any correlation between the cases where a vcd failed to deploy to any of the adverse outcomes. The meta-analysis concluded that the use of vcds is associated with a significantly shorter time to hemostasis and thus may shorten recovery. However, the use of vcds is associated with a somewhat increased risk of infection, lower limb ischemia/arterial stenosis/device entrapment in the artery, and need of vascular surgery for arterial complications. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Vascular access and closure in coronary angiography and percutaneous intervention. Robert a. Byrne, salvatore cassese, maryam linhardt and adnan kastrati. Nature reviews cardiology ( nat. Rev. Cardiol. 10, 27-40 [2013] ). Doi:10.1038/nrcardio.2012.160. (B)(4).

Event description:
A review of 31 prospective studies that included 7,528 patients who were randomized to vessel closure devices (vcds: abbott and non-abbott devices) or manual/mechanical compression after diagnostic angiography and/or endovascular procedures was performed. The aim of the meta-analysis was to review the available data to get more conclusive results on the vcds safety and efficacy. The literature provided information related to 5 studies that reference successful device deployment. For the prostar xl device it was indicated that in one study it was used in 50 patients with a successful rate of 94%. The prostar xl was used in a different study in 30 patients with a successful rate of 96.7%. For the techstar device it was indicated that it was used in a study in 52 patients with a successful rate of 94.2% and in a second study of 91 patients with 92.1% success. For the perclose proglide, it was indicated that it was used in one study of 63 patients with a successful rate of 84.1%. The literature reported risk of bleeding documented as total number of events/total number of patients observed with the use of the closure devices as follows: techstar/prostar xl/proglide 8/102; starclose 11/334. Risk of groin hematoma documented as total number of events/total number of patients observed with the use of the closure devices as follows: techstar/prostar xl/proglide 35/940. Risk of pseudoaneurysm documented as total number of events/total number of patients observed with the use of the closure devices as follows: techstar/prostar xl/proglide 4/549, starclose 1/334.